Event description:
It was reported that the device stored an untreated episode due to oversensing of myopotential noise. Technical services advised some testing. The doctor elected to replace the system with a trans-venous system. Both the pulse generator and the electrode were explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device stored an untreated episode due to oversensing of myopotential noise. Technical services advised some testing. There were no adverse patient effects. The device remains implanted. The doctor elected to replace the system with a trans-venous system. Both the pulse generator and the electrode were explanted.